Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer provide audio prompts when the lid was opened and the unit was powered on. As a result, the device end user would not be provided with audio instructions on how to use the device which could delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that there were no voice prompts because the device would no longer power on. Physio also observed that the device had physical damage to the exterior of the device consistent with being dropped onto a hard surface such as pavement; a portion of the magnet cradle on the lid was broken (the magnet was also missing) and there were gouges all over the plastic case and rubber cushion. There was also pieces of what appeared to be pavement embedded in some of the gouges on the case. Internally the lid latch assembly was no longer connected to the case shaft and, as a result, it was sitting lower than normal and no longer making contact with the on/off button. This prevented the unit from powering on when the on/off button was pressed. This is also consistent with being dropped on a hard surface. The cause of the reported issue was use error due to misuse/abuse. The customer was provided with a replacement device.